Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous elevated tsh result for one patient generated by the access 2 immunoassay analyzer the original sample was repeated on the same unit and lower result was obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
The tsh sample was collected in a 13x100 plastic greiner serum tube with a gel separator. The customer stated to customer technical support (cts) that the tube was properly mixed by inversion and allowed to clot for 30 minutes prior to centrifugation. Centrifuge information is not available. The initial and the first repeat results were obtained from the primary tube. The second repeat was obtained from an aliquot in a 2ml sample cup. All three levels of tsh qc were within the customer's established ranges prior and post the event. On (B)(6) 2010 the customer performed routine system check, which passed within instrument specifications. A bci field service engineer (fse) performed routine system check, a high sensitivity system and 20 replicate tsh precision test; all tests passed within assay and instrument specifications. Fse did not note any hardware issues. A clear root cause can not be determined for this event.